Event description:
It was reported that during central processing, it was noted that the permanent cautery spatula had cracked insulation. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering has confirmed that the insulation is cracked. The ceramic sleeve has a section broken off at the distal end. The pieces of ceramic were missing from the spatula, exposing the yaw pulley and spatula shank. The sleeve also exhibits cracking below the broken section. Evidence was not conclusive, but the damage is likely due to mishandling/misuse. There were 8 uses left. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.